Event description:
It was reported the patient went in for an MRI (B)(6) 2015 at 12:30 and the pump has not restarted. The patient was at the doctor¿s office. The nurse was getting a password code on the physician programmer and was not able to turn the pump back on. The nurse told the patient the pump was ¿ok¿ and it's been on since she came out from the MRI. The pump was delivering fentanyl and bupivacaine. Specific patient symptoms, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).